Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the staples were not properly formed. The procedure needed to be changed from laparoscopic to open. The surgery time was extended more than 30 minutes. There was no bleeding reported in excess of 250 cc. It was necessary to complete the surgery with another device.

Manufacturer narrative:
(B)(4).